Manufacturer narrative:
Technician found the link to the connecting rod was broken at the foot section. Technician replaced the brake/steer link to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom, is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Technician alleged that the brake/steer pedal was not working.